Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's memory chip on the cpu board, power supply, and reseating the cables. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported the passport 2 monitor shut down, which may have affected patient monitoring. No patient injury was reported.